Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the rear breakout panel was replaced as the dongle was removed from the unit. The imaging system then passed the system checkout and was found to be fully functional. The panel has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site biomedical engineer reported that, while outside of a procedure, the dongle of the imaging system was loose. It was noted that the site taped the dongle in place to temporarily restore functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The analysis on the breakout panel was completed by medtronic personnel. Testing found that the dongle would not stay in place. It was noted that the connector was missing the standoff screws.